Event description:
The customer reported that "when the pt was critically ill, the mp40 and the central station did not alarm as they were supposed to, which caused to miss the chance to resuscitate the pt, leading to death".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.